Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging missing segments on her one touch ultrasmart meter. The patient mentioned that she first noticed the alleged issue with the meter on (B)(6) 2010 at 11:20pm. Due to the alleged issue, he was unable to test and ate less food/drink. She started to experience blurred vision, sleepiness and feeling dizzy. She went to the ER at 2:00am and was treated with 3 units of humalog for a blood glucose reading around 213 mg/d-230mg/dl. The patient denied any misuse of the product and this was not the first time the product was being used. Meter was replaced. The complaint is being reported since the patient alleged that due to the missing segments, she was unable to test and developed symptom suggestive of a serious injury and had to receive medical treatment in the ER.